Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 375cc saline prosthesis (left) and a mentor smooth round moderate plus profile 400cc saline prosthesis (right) experienced several unexplained systemic symptoms post procedure. Sudden allergies, digestive issues, fatigue, reduced cognitive function, memory loss, stuttering, muscle aches, muscle pains, neck tension causing migraines, difficulty getting out of bed, joint pain, dry skins, chapped lips, weight gain, easy bruising, loss libido, heart palpitations, preference to cold, ringing in the ears, shortness of breath, metallic taste in the mouth, night sweats, skin rashes, eczema, swollen and tender lymph nodes near the breasts, tingling in the extremities, numbness in the extremities, foul body odor, muscle twitching, sensitivity to light, swelling around the eyes, dehydration, chronic neck pain, chronic back pain, dry and brittle nails, skin pigmentation changes, vision loss, slow recovery after working out, kidney stones, sinus infections, yeast infections, chronic inflammation, anxiety, panic attacks, depression, suicidal thoughts, hair loss, anemia, fibroids, and heavy menstrual cycles were all noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Future explant is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date. See 1645337-2020-04122 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).